Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that replacement of the recharger solved the issue, and it was specified that the stimulator was working well. No symptoms were reported. There were no reported complications and no further complications are expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins recharger had a blank screen and went dead on (B)(6) 2017. It was noted that the green light of the desktop charger was on. It was also reported that the patient's stim stopped on (B)(6) 2017. A new insr was sent to the patient. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.